Event description:
It was reported that during follow up externalized conductors were seen via venography. Patient had been lost to follow up since implant. The lead was revised. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.